Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A device sample was received intact. Visual and functional tests were performed. The customers concern regarding failed accuracy was duplicated. The technician ran three accuracy tests, the pump was found to be under delivering to the manufacturing specifications. The expulsor assembly to be replaced. The root cause of the reported issue is unable to be determined.

Event description:
No patient was involved.

Event description:
Information was received indicating that during testing, the cadd legacy pump under infused by 8.2 percent.